Event description:
The customer reported that while running a hapatitis core assay, summit sample handler misread a barcode. No death or serious injury was associated with this event. An orthofield svc engineer was dispatched.